Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained a blood glucose reading of 336 mg/dl at 12:19 p.m. On the contour next link 2.4 meter. Based on this reading, the customer took an unknown amount of insulin bolus from the insulin pump. Upon repeat testing, the customer obtained the following readings: 156 mg/dl at 2:18 p.m., 79 mg/dl at 5:26 p.m. And 58 mg/dl at 10:18 p.m. With the reading of 79 mg/dl, the customer experienced symptoms of hypoglycemia such as confusion and loss of consciousness. The customer went to the hospital where he had a seizure. No treatment details for the hypoglycemic event was provided. The customer was discharged from the hospital on (B)(6) 2020. The advocate was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9fhe01f using a blood sample, which gave a satisfactory performance.